Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who was experiencing a loss of therapy. It was reported that the patient does feel stimulation but stimulation is not resolving the patient symptoms. The patient stated that her bowels are coming out and her symptoms are like they were before the implant. It was confirmed that the patient had not accidentally changed programs and was on the normal program. The change in therapy was described as sudden. The patient was advised to follow-up with their healthcare provider (hcp) and the patient stated that they did not have a managing hcp and a list of hcps was provided to the patient. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.